Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 allegedly due to pain from implant migration. Patient was converted to a competitor total knee system. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain." The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.